Manufacturer narrative:
Fowler; lift here label.

Event description:
It was reported by svc report that the fowler cylinder will not hold and is leaking. Additionally, it was reported the lift here label was damaged and unable to be read. The svc report indicates that there was no pt involvement, and that no adverse consequences were reported.